Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out cartridge and infusion set to address the alarms. Customer's blood glucose reached 530 mg/dl with small to moderate ketones. Customer addressed elevated blood glucose with manual injections. Tandem technical support was unable to determine the cause for the alarms as they occurred in the past.